Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treating was a very calcified, 90% stenotic lesion in a minimally tortuous proximal lad coronary artery. (The physician used a trans-femoral apprach. The quantum maverick monorial balloon was removed and replaced with a kongou balloon to successfully complete the procedure. No pt injury or complications were reported. Pt status is reported as 'good'.